Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-jul-2017, the fse found that the substrate 3-way solenoid valve had a weak dispense. The fse replaced the substrate 3-way solenoid valve and verified that the instrument was operational. The most probable cause of the reported event was a failed substrate 3-way solenoid valve.

Event description:
On (B)(6) 2017, the customer reported that, despite replacing the substrate without error, the nano gram was incomplete and the background check continued to fail on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of hba1c and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.